Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient¿s scs lead had migrated and patient is experiencing ineffective therapy. X-rays diagnostic imaging confirmed that cervical lead had migrated laterally. Patient¿s pain pattern is bilateral neck, shoulder, down both arms and hands. As such, a surgical intervention may be pending to address the issue.

Event description:
Additional information received identified the lead was explanted replaced with another model. Therapy was restored postoperatively.